Event description:
It was reported that on (B)(6)2025, an unknown size navitor transcatheter aortic valve was selected for implantation. Initial deployment resulted in a shallow 0 mm depth on the non-coronary cusp (ncc), while the valve was positioned approximately 4 mm below the level of the left coronary cusp (lcc). Post-deployment transthoracic echocardiography (tte) revealed moderate paravalvular leak (pvl). To address the pvl, the site opted to perform balloon aortic valvuloplasty (bav). Upon crossing the annulus with the bav balloon, the navitor valve was observed to have migrated approximately 2 mm in the aortic direction at the ncc, with the lcc depth now approximately 3 mm. Due to the shallow deployment at the ncc, the site deemed further post-bav attempts unsafe. To resolve the pvl, the site elected to implant a balloon-expandable valve (bev) within the existing navitor valve. Following deployment, the pvl was successfully eliminated, and no further intervention was required.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and perivalvular leak were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. It is possible due to procedural conditions; however, this cannot be confirmed. The reported unexpected medical intervention and surgical interventions were result of case-specific circumstances as a post-implant valvuloplasty was performed and valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.